Event description:
The device was used during a colon resection. It was reported while creating an ileocolostomy following a partial colectomy, the surgeon used the tlc55 to perform a side-to-side anastomosis. The anastomosis was located near the hepatic flexure and made it difficult to visualize the staple/cut lines inside the anastomosis. The device reportedly felt normal during the firing stroke. Nine days post-op (on 11/19/97), the pt required re-operation for an obstruction. Surgeon discovered that the staple lines of the anastomosis looked good, however, the cut line appeared to stop approx. 1.5 cm short of the distal end of the staple line. Surgeon performed an add'l resection and anastomosis. Pt is doing well at this time.